Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was knocked into pool. Customer's blood glucose was unknown. Device had a blank display. Device was unable to do a self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.